Event description:
While the field service engineer (fse) was verifying the fix of an unrelated event, the fse discovered a failing hemoglobin (hgb) value on the daily check on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse indicated that the hgb chamber was replaced because of a cloudy buildup on inside of the chamber. The hgb blank value recovered within specification after the repair, and daily checks passed. (B)(4).